Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 80 to 180 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/25/2015 and open vial date not verified' test strips are expired. Recall test results performed fasting from meter memory:. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: strip issue; expired test strips used - manufacturer expiration date is 05/25/2015.